Manufacturer narrative:
Additional information: device evaluation one smiths medical cadd solis hpca pump was returned for analysis in a good condition. Event log history was performed, and no conclusive evidence existed in the event log to support the user's complaint. During analysis, the customer's reported problem regarding "incorrect accuracy" problem was not able to be duplicated. Testing gave results of +1.90%, -1.53%, and +0.59%, all well within the internal test specification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had incorrect accuracy reading. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.